Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was near an electric fence (not actually touching it) and felt a strong shocking sensation. The sensation was quick and subsided once patient moved away from the fence. Caller stated that patient mentioned they think they may now be charging longer but the patient had only charged once since the event so it was difficulty to know if this was related to the event or other normal factors when charging. Caller had already run impedances and stated they looked normal and noted everything seemed to be functioning appropriately when interrogating with tablet and patient's controller and there were no therapy complaints. The troubleshooting steps that were taken on the call resolved the issue. Patient weight is 200 pounds.